Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. On (B)(6) 2020 the patient¿s device was reported to be infected. The environmental, external or patient factors that may have led or contributed to the issue was the patient did not come to post op appointment to have the wound checked which was scheduled a week after the patient¿s implant date. The diagnostics and troubleshooting performed was the provider had looked at the wound and the pump site was infected. The actions and interventions taken to resolve the issue was the patient¿s infusion system would be explanted. The surgical intervention was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.